Manufacturer narrative:
The device is scheduled to be returned and imaging has been received and is in the process of being reviewed. When additional information becomes available, an updated report will be submitted.

Manufacturer narrative:
Image review: according to agas medical consultant, the patient was found to have a large, secundum atrial septal defect (asd) for which a 30mm aso was placed. While the patient was in the catheterization laboratory, she had episodes of ventricular ectopy and hypotension. Fluoroscopy revealed that the device had embolized into the right ventricle. The device was successfully removed percutaneously using biopsy forceps and a 14f sheath and the patient was referred for surgical closure of the asd. Two cds were provided for review. The first cd contained angiographic images of the balloon-sizing and device deployment. The final position of the device showed splaying of the discs toward the aortic end as is typically seen after device deployment. Part of the left atrial (la) discs edge, however, was significantly blunted. This was not typical of splaying caused by the aorta. The second cd contained the tee performed during the procedure and revealed that the asd was a low defect in the atrial septum, the superior vena cavas rim was long and the defect was difficult to observe in the bi-caval view; in fact, the defect came into view only when the short axis view was seen during the sweep. The av valve and superior rims were of good size; the aortic rim was present and sufficient; and the posterior rim was thin but adequate. The inferior vena cava (ivc) was never interrogated nor observed in the images provided. The catheterization report documented that proper device position could not be achieved despite multiple attempts. A hausdorf sheath was used and satisfactory deployment was achieved. Balloon-sizing was performed and the defect measured 28mm in the 4-chamber view. A 30mm device was selected and placed after multiple unsuccessful attempts. (The images showing the unsuccessful attempts were not provided but were summarized in the cath report). After the device was deployed and released, it appeared separated from the aorta and, in some views, appeared tilted. In frames 40, 41, and 46, the device was clearly tilted and significantly bulky as if it was being compressed. This finding correlated well with the fluoroscopic finding of the blunt device edge as previously discussed. Device analysis: the 30mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper sizing and function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to agas medical consultant the following conclusions were drawn: the device embolized due to a deficient or absent ivc rim. This rim was never documented by tee. This conclusion is based upon: difficult deployment despite an adequate aortic rim and correct sizing; and the patients low, secundum asd. The defect was not observed in the bi-caval view until the tee probe angles were changed to a short-axis, aortic view. The tilted and bulky appearance of the device after it was released was suggestive that all rims may not have been captured; the aortic, posterior and av valve rims were captured by the device but capture of the ivc rim could not be verified. The partial capture may have pivoted the device causing it to become bulky and may have blunted part of the la discs edge. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
According to the initial information received, a 30mm amplatzer septal occluder (aso) was implanted in a (B)(6) year-old, female patient. The patient's defect had been balloon-sized using the stop-flow method and fluoroscopy and revealed a 29mm diameter defect as confirmed on a transesophageal echocardiogram (tee). The 30mm aso was successfully placed using a 10f hausdorf sheath and proper positioning was confirmed by tee. No residual shunt was present and the position remained stable after the aso was released. As the delivery sheath was being removed, the patient experienced an arrhythmia. Using fluoroscopy, the aso was found to have embolized to the right atrium. The aso was grasped with a biopsy forcep; a 14f cook sheath was placed in the patient's left groin; and a gooseneck snare was inserted to snare the aso. The aso was percutaneously retrieved and the patient was referred for surgical closure of the defect.